Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, information was received from a doctor regarding a (B)(6) male patient who was receiving an unknown drug via an implantable pump for spinal pain. On an unknown date, the week before the report, the patient had a routine pump replacement and the wrong size pump was implanted. The doctor had ordered a 40ml pump to be implanted and a 20ml pump was implanted instead. The patient presented for a refill on (B)(6) 2015, and upon interrogation it confirmed a 20ml pump was implanted. The company representative also confirmed a 20ml pump was implanted. It was later reported by the company representative that the patient was going in for a normal pump replacement but the representative was not notified until 30 minutes before the surgery was going to take place. The patient had a 20ml pump and was a pain patient, so the representative assumed that the patient was getting another 20ml pump. The doctor implanted the 20ml pump and the patient recovered without an issue. A week later, the doctor called and asked the representative why a 20ml pump was implanted and not a 40ml. The doctor saw that a 40ml pump was requested, but didn't think anything of at the time of surgery. The patient was fine with the 20ml pump and did not want any additional surgery performed. The only reason for the larger pump was to decrease the number of refills for the patient. Additional information has been requested regarding any symptoms the patient may have had and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.